Manufacturer narrative:
(B)(4). Investigation: upon visual inspection the male/female luer connection between the cassette and y connector to the replacement fluid spikes was no longer attached. During testing it was possible to reconnect the luer with no noted looseness. DHR: there were no in-process failures or non-conformities that are related to the bonding of a bag. The lot met all quality labs, sterilization, and release requirements. Root cause: the cause of this defect may be related to a misassembly, where the operator has not applied a part correctly during manufacturing. This MDR is being filed in response to the customer filing with their local authorities. No safety issue occurred.

Event description:
Cardianbct became aware of new information that changed this complaint to a reportable event on (B)(6) 2011. During set-up, the sterile bag tubing disconnected. No injury occurred as no patient was connected during the set-up process. No patient was involved therefore, no patient information is provided.